Manufacturer narrative:
H3: product analysis found that when returned, the packaging carton contained both inserts and the device. There were traces of cont amination observed on the tube, packaging carton, and an insert. There was also an orange sticky tape wrapped around the tube near the clamp shell. When returned, the device was missing harness, it was cut off. A syringe was used to inject 15cc of air into the cuff balloon and the cuff balloon deflated immediately upon inflation. The cuff balloon failed to inflate due to a small puncture observed in the middle of the cuff balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total thyroidectomy with interoperative nerve monitoring, noticed the nim was registering emg at regular intervals which seemed to coincide with the patient breathing in and out. During troubleshooting noticed that the inflation bulb on the trivantage tube was no longer firm, indicating that the cuff was not completely inflated. The tube was removed and a syringe was used to once again inflate the cuff. The anesthesiologist then applied pressure to the balloon cuff and noted that it seemed to have a leak somewhere as the bulb and cuff were again losing their firmness. A 20 ml syringe was used to inflate the endotracheal tube cuff, but the exact amount of air used remains unclear. Air was utilized for cuff inflation. The extubated the defective emg tube and reintubated with a new trivantage tube to complete the procedure, after which no further issues were observed. There was no patient injury.